Manufacturer narrative:
(B)(4).

Event description:
A por (power on reset) was reported. There was a recent medical test or emi environmental exposure. Patient works in a hospital and was working in the transplant unit a couple weeks ago. Symptoms reported was shocking . While she was working in the transplant unit, she was feeling a shocking sensation. Event date on (B)(6) 2016 for por and (B)(6) 2016 for shocking. The indications for use for this patient was gastrointestinal/pelvic floor additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.